Manufacturer narrative:
Date rec¿d by MFR : 12feb2019. Correction: the device was not in use at the time of the event. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit failed air flow testing. The fse replaced the gas delivery system and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a failure associated with the flow sensor. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 17may2019, date rec¿d by MFR : 16may2019. A gas delivery system assembly was returned for analysis. An investigation was performed and no failures were found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.